Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# unknown, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v341979, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v341203, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v263244, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v131499, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported that the patient had a few problems with the implantable neurostimulator (ins) since implant; these problems were described as ¿broken parts and so on.¿ the patient further clarified that the desktop charger (dtc) cord was damaged; the metal end fell off, so the plug would not stay in to power the implantable neurostimulator recharger (insr). It was noted that when it worked, it worked great. The patient stated that relying on a device for the rest of his life was upsetting. In addition, the patient was dealing with great pain when the device was down. A replacement dtc was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.